Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. Vasorum are currently following up with the hospital site to provide more information about this incident. The device lot number is unknown at this time. This report is the initial report being submitted by vasorum ltd.. Impact code 4650 was used as no other feasible code was found for definition: ' death without identified device or use problem'. The submission of this medical device report is not an admission that the device, manufacturer, importer, distributor, or any of its employees caused or contributed to the event described in this report.

Event description:
The following was reported from medwatch report mw5187794: 'decedent (B)(6) underwent a right geniculate artery embolization on (B)(6) 2025 at (B)(6) specialist in (B)(6). (B)(6) died on (B)(6) 2025, from recent right genicular artery embolization with left femoral artery access and celt acd plus closure device placement, complications of left femoral artery pseudoaneurysm, and exsanguination. Other contributing factors included in her death included hypertensive cardiovascular disease, history of multiple falls, and deep vein thrombosis. (B)(6) autopsy was completed at the (B)(6) sheriff's coroner's (B)(6) 2025, by forensic pathologist dr. (B)(6). Our office has mannered the death an "accident." However, the death was due to complications from the medical procedure.

Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. Following the initial submission of this report, the physician involved with this event was identified and indicated that the event was not related to the celt device. The device lot number is unknown. This report is the final report being submitted by vasorum ltd. Impact code 4650 was used as no other feasible code was found for definition 'death without identified device or use problem'. Investigations findings code 4247 was used as no other feasible code was found for definition 'event not related to the device'.

Event description:
The following was reported from medwatch report mw5187794: 'decedent (B)(6) underwent a right geniculate artery embolization on (B)(6) 2025 at (B)(6) specialist in (B)(6). (B)(6) died on (B)(6) 2025, from recent right genicular artery embolization with left femoral artery access and celt acd plus closure device placement, complications of left femoral artery pseudoaneurysm, and exsanguination. Other contributing factors included in her death included hypertensive cardiovascular disease, history of multiple falls, and deep vein thrombosis. (B)(6) autopsy was completed at the (B)(6) sheriff's coroner's (B)(6) 2025, by forensic pathologist dr. (B)(6). Our office has mannered the death an "accident." However, the death was due to complications from the medical procedure.